Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported self adhesive doesn't stick enough; it comes off within about 2/3 hours. No adverse event alleged. Product not available for return.